Manufacturer narrative:
One fogarty catheter was received without the packaging for evaluation. The reported defect of "balloon broke away from the shaft" was confirmed. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality. The balloon latex, distal and proximal windings have been pulled off the distal tip of the catheter, and were not returned. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 1.5 lbs (per IFU). Although the complaint was confirmed, there was no evidence of a manufacturing defect found during the evaluation. A review of the available information suggests that procedural factors may have contributed to the event. A risk assessment was previously conducted for complaints of this type; no additional actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that during thromboaspiration, the entire balloon broke away from the shaft of the fogarty. There was no portion of the balloon still intact when the shaft of the fogarty was removed. The declotting procedure was completed successfully using other supplies. Follow up indicated that there was no intervention performed other than what was needed to complete the case; it's unclear if the physician retrieved the balloon, he was unavailable for comment. There were no patient complications reported. The reporter stated that the balloon was inflated before use using a 1cc ll syringe and filled to 075cc as instructions dictate but by the time the balloon portion of the fogarty catheter is near the tip of the sheath the syringe is released and pressure in the balloon is dramatically decreased. There was no excessive force used when removing the catheter.